Event description:
It was reported to medtronic minimed that the customer had passed away on (B)(6) 2025, and the cause of death was heart failure, diabetes, and diabetes complications. Also, the customer reported the heart bypass surgery. The event involved products mmt-1880, unomedical, mmt-332a, and unk_sensor. Troubleshooting was performed, and it was found that the document of any health issues or illnesses that may have contributed to or led up to passing was hyperglycemia and hypoglycemia. The customer stated that the pump was worn at the time of passing or within 48 hours. No product return is required for mmt-1880, mmt-332a, and unk_sensor. Unomedical was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.